Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the or during implant. Post-paced t-wave oversensing was noted on the ventricular lead. Oversensing was noted on a real-tim e egm. Programming changes were made. Dft and further actions will be discussed with the physician.